Manufacturer narrative:
G4: 26mar2020. B4: 30mar2020. The manufacturer¿s international service technician evaluated the ventilator. The service technician replaced the power supply and the main harness cable. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported no alternate current (ac) power and requested the part information for a new power supply. There was no patient involvement.